Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection using naked eye was performed, and an incorrect assembly between the tubing and the male luer connector was observed. Pressure and clear passage under water tests were performed, and a leak between the tubing and male luer connector was observed. The reported condition was verified. The cause of the leak was determined to be from an incorrect assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo clearlink system solution set leaked from the male luer adapter. This issue was further described as, "leaking from the end right above the spiros connection" and "leaking from one of the ports". This issue occurred while priming prior to patient use and the set did not make it out the floor. There was no patient involvement. No additional information is available.